Manufacturer narrative:
Correction: expiration date and UDI # added. Device mfg date added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that external iliac artery where the distal edge of the limb extended into was torturous, and this may have gradually blocked the blood flow. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1610c93ej, serial/lot #: (B)(4), ubd: 23-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 43mm abdominal aortic aneurysm. Et bf2316c145ej was implanted via the left side. For the right contralateral side, etlw1620c93ej was implanted. The left internal iliac artery (iia) was embolized and etlw1610c93ej was implanted in external iliac artery (eia). It was reported that approximately 2 years post implant, follow up CT revealed that the distal edge of the left limb appeared to be slightly stenosing. Approximately five months later, the patient presented with left leg pain. Thrombus was identified as being occluded from the distal edge of the left limb to the position near the ipsilateral flow divider. Intervention was completed and thrombus was removed using a non mdt fogarty catheter. A non mdt limb was implanted at the occlusion site. In addition, another non mdt was implanted to the position beyond the distal edge of etlw1610c93ej. The blood flow was improved. Per the physician the distal edge of limb might have caught by the curve. No additional clinical sequelae were reported, and the patient is fine.